Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, several episodes were transmitted that appeared to be noise originated from a non-physiologic source. Review of episodes indicated that there were several non-sustained episodes of noise and an inappropriate antitachycardia therapy (atp) was delivered. Noise was not reproduced with isometrics, device or pocket site manipulation, or when the patient respired profoundly or coughing. The lead did not exhibit any electrical anomalies and all the measurements were stable. Programming changes were made. A chest x-ray was performed, and there were no issues noted via x-ray. The patient was seen in clinic as the physician decided to perform an echocardiogram. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Type of event was checked in error in follow up report. It was already reported as serious injury in initial report.

Event description:
New information received states that the patient presented in clinic for routine follow up. There were no issues noted on the right ventricular lead. No intervention was performed and the lead remains implanted. The patient will continue to be monitored.